Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) failed to operate during use on a patient. The customer stated the autopulse platform worked initially, but then it indicated an error message. When the customer was back on-site, the issue could not be reproduced. No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The customer reported a complaint that "the autopulse platform (sn (B)(6)) worked initially, but then it indicated an error message." Based on the archive data review, the error message reported by the customer was user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), which occurred multiple times on the reported event date. The ua07 was not replicated during functional testing at zoll, consistent with the customer's statement that "back on-site, the issue could not be reproduced." A load cell characterization test was performed at zoll and revealed that load cell 1 was consistently reading lower compared to load cell 2 when subjected to the same weight inputs. This difference in readings was significant enough to trigger the ua07 advisory message intermittently. This malfunctioning of load cell 1 is likely attributed to a failed component within the load cell or mishandling, such as a drop. Visual inspection of the returned autopulse platform showed no apparent physical damage. Based on the archive review, the autopulse platform performed 112 compressions and then stopped, displaying the ua07 advisory message on the reported event date, confirming the customer's reported complaint. The load sensing system had detected a weight/load imbalance between the two load cells. The autopulse platform passed the initial functional testing without any fault or error. The customer's reported complaint was confirmed by conducting a load cell characterization test, which indicated that load cell 1 intermittently failed to operate as intended, causing the platform to display ua07 advisory messages. The malfunctioning load cell 1 will be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).